Event description:
It was reported that the stenoscope system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply board was replaced during the service call. The system was tested and found to be working as intended and put back into service.